Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy irritation all over their body. The patient's doctor advised the patient to take the lifevest off sometimes to allow the rash to heal. The patient's rash improved